Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, the pulse generator exhibited an inappropriate rate increase. It was noted that electrocautery was being used during the procedure. The device was explanted and replaced. No patient symptoms were reported.